Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 503 mg/dl. Customer treated with insulin pump and manual injection. Customer stated that the cannula was not bent but it was a little curved and there was tiny drop of blood that came out of site when she removed the set. It was found that the insulin pump passed the high pressure test. Customer was asked to check blood glucose and it was 561 mg/dl after treatment of manual injection. The customer was advised to seek medical treatment. No further information provided.